Manufacturer narrative:
On 1-dec-2021, mentor received additional information about this event. The patient also experienced asymmetry and ptosis bilaterally, and the devices were explanted on (B)(6) 2021 without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 250cc mentor memorygel breast implant on both sides and experienced autoimmune symptoms including fibromyalgia, fatigue, joint inflammation, digestive issues, bloating, cramping, anxiety, swelling in hands and feet, headaches, hair loss, brain fog, muscle pain weakness, pain in back shoulder neck hips, adrenal fatigue, bruising, irritable bowel syndrome, and food allergies. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.